Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there were no concerns with the health of the sensor. However, there were situations in which estimated values provided by the eversens app were entered as calibrations rather than true bg values, possibly by accident. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, the user was advised to continue using the system and to reach out if the issue persisted.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.